Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash under all of the three therapy electrodes. Patient does have a metal allergy and a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was told that she could remove the vest when not alone and to keep the area moisturized by a physician. Follow up indicated that the patient ended use on the lifevest and the rash is healing.